Event description:
Affiliate reported that the device was revised as a result of a torn silicone housing, which caused enlarged ventricles.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that it is not possible to determine the root cause for the problem reported by the customer. It was also noted that the silicone housing was torn, but it is not clear if this happened during the implant or explant of the device. The valve was tested and passed the programming test, however since the device was torn it was not possible to irrigate the valve. It was also not possible to conduct the pressure test. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.